Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, the cartridge was cracked. The customers blood glucose level was 112 mg/dl. Reportedly, the customer performed a cartridge change to resolve the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.